Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient does not respond to voices with the device since one week. The recipient hit her head against the wall. The clinic wishes to proceed with re-implantation. No date for surgery has been provided yet.

Manufacturer narrative:
According to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
The recipient does not respond to voices with the device since one week after a head trauma. The clinic wishes to proceed with re-implantation. No date for surgery has been provided yet.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The active electrode also showed some additional damage to the electrode wires, as being caused by minute device mobility. The reported impact might have weakened the fixation of the implant, consequently leading to electrode mobility. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
After a head trauma one week earlier, the recipient does not respond to voices with the device. The child is reportedly very nervous and used to hit her head against a wall. The user has been re-implanted.